Event description:
It was reported that there were some readings of low impedance less than 200 ohms. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had readings of low impedance less than 200 ohms. It was further reported that the lead was undersensing. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.